Event description:
Lv lead shows noise in multiple vectors during pocket manipulation. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. System was explanted (B)(6) 2024. Upon receipt, the lead under complaint was found cut 29 cm distal to the is4 connector pin. The proximal and medial fragment were received for analysis. The distal fragment including the lead tip was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The analysis showed a bent conductor coil 22 and 24.5 cm distal to the is4 connector pin and a stretched conductor coil along the lead fragments. These deformations probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lv lead shows noise in multiple vectors during pocket manipulation. Lead remains implanted. Should additional information be received, this file will be updated.